Event description:
Customer reported having a hyperglycemic seizure and waking up in the hospital. Customer reported testing with the freestyle meter prior to the event in which they received a reading of what they thought was 250 mg/dl. Customer had meter set to mmol/l without realizing it, so the reading they received was actually 25.0 mmol/l, which converts to approximately 450 mg/dl. The customer received intravenous insulin treatment at the hospital.